Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 7,367 joules. Also, it was reported that fiber cap was flushed down the drain. No pt injury was reported.